Event description:
Anchor broke off during surgery and tip was left in the patient.

Manufacturer narrative:
(B) (4): broken portion of the anchor was not returned. The break is irregular in nature and appears to be more of a tear than a fracture. No conclusion can be made.(B) (4)